Event description:
Alleged when the head up is operated, the head section will run down and bind up. He indicated that the down function works properly.

Manufacturer narrative:
The facility replaced the logic board to repair the bed.